Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant. Available medical records showed the pt experienced a third case of peritonitis. On (B)(6) 2013, the pt came in for a monthly lab assessment. The cultures came back as fungal peritonitis. Pt was treated with anti-fungal fluconazole. On (B)(6) 2013 pt was admitted for removal of indwelling peritoneal dialysis catheter and had ultrasound guided right internal jugular vein temporary dialysis catheter placed for hemodialysis access. Following this procedure the pt experienced a transient ischemic attack (tia) diagnosed by CT angiogram. On (B)(6) 2014 the temporary catheter was removed and a tunneled dialysis catheter was placed. On (B)(6) 2014 the pt was admitted to home care with mild speech slurring and continued treatment for fungal infection. The pt has started hemodialysis three times a week. On (B)(6) 2014 pt is continuing hemodialysis and is tolerating well and is recovering from tia with physical therapy. Clinical investigation concludes the following. Pt with esrd receiving peritoneal dialysis using a cycler, developed recurrent peritonitis with the third event being a fungal peritonitis. Reportedly, the pt required hospitalization during the third and last peritonitis event, during which pd catheter was removed and pt was switched to hemodialysis. There is no device malfunction reported by the pd nurse, but the device has not been investigated. This is an event of complicated peritonitis, without history of device malfunction. Related MDR: 2937457-2014-00217, 00218, 00219.

Event description:
A peritoneal dialysis (pd) pt reported having an incident of peritonitis. During follow up with the pt's pd nurse it was reported the pt came in for monthly lab assessment. The pt's effluent cultures came back positive for fungal peritonitis. On (B)(6) 2013 the pt was hospitalized for removal of his pd catheter due to year growth.